Event description:
Three weeks ago, the patient was in the hospital for multiple sclerosis (ms). The day after the patient left the hospital, the pump site became infected. The patient was readmitted to the hospital for 5 days. The patient was on numerous intravenous fluids (IV). The pump was turned down and it was initially thought that the pump would be explanted and a new one would not be implanted. Later, the healthcare professional indicated that it may be possible to implant a new pump. All last week, the patient returned to the hospital for 4-5 antibiotics, 5 IV¿s and 10 different drugs to fight the infection because the patient wanted to keep the pump. At the time of the report, the infection was dramatically better but not gone. The patient was seen by the primary care physician who turned the pump down again and indicated that the pump has to come out. The pump was used to deliver sufentanil and dilaudid. The specific symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump became infected 2-3 months prior and had to be removed. The pump was removed the first week of (B)(6) 2014. The surgeon that removed the pump told the patient it was massively infected all around in there. The pump was removed after 3 weeks in hospital, 3 different antibiotics and hyperbaric chamber. The patient noted that since device removal, the patient had been so miserable they could not function. It was also reported that the patient had no pain from the surgery and everything is healed up now.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).